Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was returned to the service center. The repair report indicates: short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed. Functional test completed. The root cause of this failure is the short in the motor cable. This complaint cannot be confirmed for the reported failure of broken. A manufacturing record evaluation was performed for the finished device serial number on (B)(6) 2019, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls is broken.